Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision was that the acetabular cup retroverted over time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr bi-lateral revision. Resurfacing left hip. Reason for revision - cup retroverted over time. See (B)(4) for right hip. (B)(6) notified us of claim number change from (B)(4). Update received: 3rd july 2014 - updated information taken from duplicate claim (B)(4). Added further reason(s) for revision: pain and component malalignment and added further hospital: (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.